Event description:
Per the clinic, the patient experienced skin overgrowth, tenderness and drainage at the abutment site. The patient was prescribed two separate courses of oral antibiotics; the first on (B)(6) 2015 and again on (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.